Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the ins is turning off unexpectedly. The representative spoke with the patient briefly on the phone and they reported stimulation was turning down to 0 or just down on its own. It was not position related. It was reviewed the patient could turn off adaptive stim (as) and see if the issue resolved. It was also reviewed that he patient could keep a diary and provide more information when the patient and the representative meet. No patient symptoms were reported. This started a few weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that troubleshooting performed related to the ins turning off unexpectedly included turning off the patient¿s adaptive stimulation. No further complications were reported or anticipated.